Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 485 mg/dl. Customer also stated that their blood glucose was around 500mg/dl. The customer declined troubleshoot for high blood glucose. Customer was advised to discontinue use of pump and revert to back up plan per healthcare professional until he receive replace battery cap. The insulin pump will not be returned for analysis.